Manufacturer narrative:
The pump was returned to animas. Eval demonstrated that the pump delivered insulin accurately and the electrical current draws were within specifications. When the pump was powered on, default date and time were displayed. The pump was opened and the internal battery (bt1) was found to have failed.

Event description:
The pt stated that the pump reset to the default time and date.